Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl520r - challenger ti-p handle. According to the complaint description, the applier is broken at the opening. The clips are deflected and do not clip in the desired location while the patient has arterial bleeding. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00090 (400501047 + pl520r), 9610612-2020-00998 (400498207 + pl520r), 9610612-2021-00192 (400497559 + pl536r).